Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose level ranged from 65-72 mg/dl. The customer declined further troubleshooting with tandem technical support, and declined a follow-up to determine a possible cause for the altitude alarm. Reportedly, customer was ultimately able to resume insulin therapy on the pump.